Event description:
--

Manufacturer narrative:
The lead was returned severed 153 millimeters (mm) from the terminal pin. Six segments of the lead were returned. Resistance tests were completed on each segment to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
Boston scientific received information that the patient implanted with this implantable defibrillation lead presented due to a possible syncopal episode. Device interrogation revealed high out of range pacing impedance measurements along with varying threshold measurements. There was a concern the lead had fractured. The device was found to be at end of life (eol). An invasive procedure was performed. This lead and the device were explanted. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.